Manufacturer narrative:
Neither the device nor device packaging was returned for examination. Device labeling for the (B)(4) hip stem clearly identifies the stem is for the right side. A complaint database search finds no trend within the 1520 prodigy product family for issues in difficulties reading labeling or for implanting the incorrect stem. The root cause is attributed to inadvertent user error. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A right-side stem was implanted in patients left hip. Rep noticed while doing paperwork, ran back to the or, where they were still closing. The surgeon explanted the incorrect stem and implanted the correct one. This caused a 45-minute extension of surgery.